Event description:
Patient called back stating they were confused why they got 2 aa batteries. Patient verified they paired the controller using li battery pack. Agent reviewed information. Patient stated they use stimulation daily. Patient made a comment how they had 'hardware' put in their back then removed and it was the worst mistake ever. Patient also mentioned historical information documented previously in case about how 1.5 months ago their stimulation got stuck high on screen 17 (press and hold to unlock). Patient provided more information how they spoke with a medtronic rep who gave them contact info on another rep (see secure note) who helped get issue resolved. Agent had patient confirm their implant was charging normally with excellent quality controller 80% implant in red. Patient stated they will allow implant to charge for 45 minutes. The steps on the call resolved the issue. Patient commented all unrelated medical information and historical information on call.

Manufacturer narrative:
Section b5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is considered as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported dropping the controller onto a short table and showed signs of chewing damage; it was no longer functional. Pt mentioned they spoke with manufacturer representative (rep), and they were instructed to call pt services. Agent sent a request to repair to replace the controller. While removing the battery pack, the patient mentioned that they had performed this step about two months ago when they got stuck on a high setting that was very uncomfortable, and they did not know how it happened. They stated that a medtronic representative called them to address the issue. Agent sent an email to update the managing healthcare provider (hcp).